Manufacturer narrative:
During the preparation of the precise pro a gap was observed between the distal portion of the inner shaft and the distal tip of the outer member. Therefore, the physician pulled back the inner shaft into the outer member, but the distal portion of the inner shaft was withdrawn into the outer member too deeply. When the physician tried to push the inner shaft back to the right position, the stent was slightly released. It is unknown if the device was prepped in the tray, if the tuohy borst (hemostasis) valve was in the open or closed position when received or if the tuohy borst valve was closed prior to removing the device from the tray. When the device was removed from the tray the stent was still constrained within the outer member/sheath. It is unknown if the stopcock was connected to the y-connector of the tuohy borst valve. The product was not clinically used. It was noted that the physician was not very experienced with the precise sds. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
During the preparation of precise pro rx (6/30mm: complaint product), a gap was observed between the distal portion of the inner shaft and the distal tip of the outer member. Therefore, the physician pulled back the inner shaft into the outer member, but the distal portion of the inner shaft got into the outer member too deeply. When the physician tried to push the inner shaft back to the right position, the stent was released slightly. It is unknown if the device was prepped in the tray. It is unknown if the tuohy borst (hemostasis) valve was in the open or closed position when received. It is unknown if the tuohy borst valve was closed prior to removing the device from the tray. When the device was removed from the tray the stent was still constrained within the outer member/sheath. It is unknown if the stopcock was connected to the y-connector of the tuohy borst valve. The physician stopped using the precise pro rx and another precise was used instead. The product was not clinically used. It was noted that the physician was younger and was not very experienced with the precise sds.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.